Event description:
Doctor reported screw fracture at tooth site 26. Implant placement was on (B)(6) 2013.

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary: it was reported that screw fracture at tooth site 26. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 1148831. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1148831 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. The customer did not submit images for the reported event. Based on the investigation and risk management file, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture at tooth site 26. Implant placement was on (B)(6) 2013.